Event description:
It was reported that during the implant procedure, the atrial lead exhibited low impedance. The lead was not implanted and a new lead was used.

Manufacturer narrative:
Final analysis exhibited normal lead characteristics.